Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e1302 hematuria h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s sensor failed around 5:30am, stating to ¿replace sensor¿. The patient did not have a blood glucose (bg) meter to use as a back-up. The patient was also wearing an omnipod insulin pump. That day, the patient was experiencing heavy breathing, vomiting, an irregular heart rhythm, was pale, and eventually became unresponsive. The patient¿s mother called an ambulance. The ambulance arrived and transported the patient to the emergency room (ER). Once at the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was transferred to the intensive care unit (ICU). The patient¿s bg level was 1038 mg/dl and his potassium level was elevated. The patient also had hematuria. The patient regained consciousness on (B)(6) 2023 (three days after admission to the hospital). The patient¿s mother refused to provide a list of the medications the patient was treated with while hospitalized. The patient was discharged home after 8 days. At the time of dexcom follow-up on 01/05/2024, the patient was in good condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.